Event description:
It was reported by a medical device law rep that a cot, which was affected by the exchange action, slide down at the head end whilst a pt was transported. He writes that this was reported to him by the paramedical who drove the cot to the bed of the pt and that nobody was impaired. The cot is temporarily put out of service. There was no pt involvement or adverse consequences to report.